Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the device was manufactured following applicable procedures.

Event description:
Reportedly, the ICD could not be interrogated in the box, prior to the implantation. Two different programmers were tested, but the same behavior was observed. Preliminary analysis revealed that the device was manufactured following applicable procedures.

Event description:
Reportedly, the ICD could not be interrogated in the box, prior to the implantation. Two different programmers were tested, but the same behavior was observed.

Manufacturer narrative:
Please refer to the attached analysis report.